Event description:
It was reported that (2) devices were used during an unknown procedure. It was reported by the affiliate that the (2) tl30 staples malformed. Another instrument was used to complete the case. There was no consequence to the pt. The devices were discarded.